Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 115 units. Reportedly, the cartridge was filled with 300 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.